Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "delay 20 minutes" (no code available). Product problem(s): "low phaco during a case" (device operates differently than expected). The nurse reported low phaco power during a surgery. The case was delayed by 20 minutes, but was completed without injury to the pt.